Manufacturer narrative:
H4: manufacture date is unknown; no information is available based on reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a leak from anesthesia bag (pinhole). The event occurred before patient use.

Manufacturer narrative:
One unopened and unused device was returned for evaluation. Visual inspection of the breathing bag revealed a pinhole in it. No other anomaly was observed. The reported issue of leakage was confirmed. The probable cause is unknown. A lot history review could not be conducted because no lot number(s) was/were identified.